Event description:
The complainant reports a balloon burst.

Manufacturer narrative:
Balloon rupture; no consequence or impact to patient. The device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically.